Event description:
The customer reported receiving a reading of 96 mg/dl and 2 mins later she passed out. The customer drank some juice to relieve her symptoms and did not seek third party medical intervention. There was no report of death or permanent impairment.

Manufacturer narrative:
The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available.